Event description:
It was reported that during a head and neck surgery, there was no response from the nim at all while the surgeon was on nerve. The threshold was set to 100. As they continued to dissect, the surgeon realized that he had cut the nerve and had to do a nerve graft. Speculated that there were issues with the bluetooth and no noise or tweedle sounds were being delivered by the nim. The patient interface box was started wireless and later plugged it in. There was no improvement once they plugged the patient interface cable in. The stimulus was set between 0.8 to 1. There was a procedural delay of thirty minutes. The procedure was completed using the reported product.

Manufacturer narrative:
Medical safety has reviewed the information. The reported event and it's reported severity are known and labeled per (B)(4) and instructions for use m987224a001reveen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d14 has been corrected to d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.